Event description:
It was reported that after review of the submitted log file, a loss of external power event was active on 14mar2024 from 06:03:32 - 06:03:46 which appeared to be due to a loss of alternating current (ac) power while connected to the mobile power unit (mpu).

Manufacturer narrative:
E1: reporter email was not available. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
D4: model number, catalog number, and UDI corrected. H6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of a loss of external power event was confirmed via log file analysis. The mobile power unit (mpu) (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted for review that showed events spanning approximately 2 days (13mar2024 ¿ 14mar2024 per timestamp). Loss of external power events were active on 14mar2024 from 06:03:32 ¿ 06:03:46 that were associated with no external power, low power hazard and power cable disconnect alarms. This event appears to be due to a loss of ac power while connected to the mobile power unit. Pump operation was not affected, and the backup battery supported the system without any issues during these events. Per additional information, the mpu did not have a v-lock connector on the ac power cord. There were no other notable alarms active in the log file. The device history records were reviewed and the records revealed the mobile power unit (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications and was shipped on 24may2021. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power, power cable disconnect and low voltage alarms. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the loss of power in all of the neighborhood.